Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during follow-up, noise was seen on the atrial lead. The patient would continue to be monitored.